Event description:
It was reported that the 9800 system intermittently had a low ma error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and ps2 power supply were replaced and the software was re-installed during the service call. The system was tested, and found to be working as intended, and put back into service.